Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow up MDR will be submitted when evaluation is complete.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing flow diversion treatment of an intracerebral aneurysm. The vessel tortuosity was moderate. All devices were prepared as indicated in the IFU. It was reported that the pipeline flex did not open in its mid-section at deployment. The pipeline flex was resheathed three times with no difference; the device could not be expanded. The pipeline flex was removed from the patient. It was reported that outside of the patient, the physician attempted to open the device, but it still did not expand. It was not reported how the procedure was completed. There was no report of patient injury as a result of this event.

Manufacturer narrative:
Device evaluation the pipeline flex was returned for evaluation within the catheter. For further examination, the pipeline flex was pushed out of the catheter with significant resistance. The pushwire was observed to be bent at a section near the distal tip. The distal and middle sections of the braid were found to be severely frayed and cinched onto the pushwire, while the proximal end was found to be fully open with no damage. Based on the analysis findings and the reported event details, the report of pipeline flex failure to open in the middle section was confirmed. It is possible that the moderate vessel tortuosity and damaged braid may have contributed to the reported issue. However, the cause for damages could not be conclusively determined. The damage to the braid at both ends and the catheter are possibly the result of the physician re-sheathing the device more than the recommended two times. Per our IFU (instructions for use): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. Re-sheathing the pipeline flex embolization device more than 2 cycles may cause damage to the distal or proximal ends of the braid.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received additional event information: the patient was undergoing pipeline flex implantation to treat a carotid cavernous fistula (ccf) in the right internal carotid artery (ica). The landing zone artery size was 4.1mm proximal and 3.9mm distal. After the pipeline flex was removed from the patient, the ccf was embolized using a liquid embolic.